Event description:
The patient had a zenith tri-fab system placed in 2007. The final angiogram did show a small proximal type I endoleak. After a few attempts at ballooning the seal zone the operator decided to observe with CT. The follow up CT showed a larger type I endoleak. The operator decided to place a main body extension to extend the device up to the renal artery. They gained approximately 5mm more coverage. With the main body extension. After ballooning the main body extension there was a slowed leak but still evident. The patient will be observed and possibly open conversion repair in the future.

Manufacturer narrative:
Evaluation: the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoratic aorta to the superficial femoral arteries should be made. An internal review indicated that the event was caused by user error in that the device was incorrectly placed during the initial deployment possibly due to incorrect planning and sizing.